Event description:
It was reported that after sterilizing the cable using the ozone sterilization technique, it was found that the rubber was burned in some places. This issue appears to occur approximately ten percent of the time. The hospital is unsure if they are using the right sterilization technique and have requested additional information to avoid this problem. There was no patient involvement. Follow-up information received confirmed the hospital was using the incorrect sterilization technique. The cable was disposed of, so no analysis is possible.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.